Manufacturer narrative:
(B)(4). Reported event was confirmed by information provided by event reporter. It was reported the guide was used incorrectly; the drill broke because the user drilled at too much of an angle in relation to the plate. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during an open reduction internal fixation procedure of the proximal humerus, the drill bit broke off in the drill guide. No pieces were retained within the patient's wound and the surgery was completed with another device.